Event description:
It was reported that the patient was brought into the emergency room in cardiac arrest. Patient was later pronounced dead at 3:26 am. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s outcome and heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. Additionally, although low flow alarms were confirmed via the analysis of the submitted log files, a specific cause for these alarms could not conclusively be determined. The pump was not returned for evaluation. The submitted controller event log file contained data from 24jul2019. An intentional pump stop was triggered at 02:35:09 and calculated flow declined after, reaching 0.0 lpm at 02:35:14. No external power alarms were captured beginning at 02:37:01. The driveline was then disconnected at 02:37:48. Prior to the intentional pump stop, the log file captured 87 low flow controller fault flags when the calculated flow dropped below the low flow threshold of 2.5 lpm. Of these fault flags, 52 resulted in low flow hazard alarms which occur when the calculated flow remains below the low flow threshold for at least 10 seconds. A low flow hazard alarm was also captured in the controller periodic log file at this time. Additionally, no external power alarms were captured between 01:46:34 and 01:46:53. Prior to the intentional pump stop, the pump maintained a speed at or above the low speed limit and appeared to be functioning as intended. No product is available for investigation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event. The no external power on mpu is reported under MFR # 2916596-2019-03941.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device, 10 months & 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient woke up to go to the bathroom with the help of her wife. As the patient's wife was helping him up, he stated he could not stand, then passed out. The patient's wife said the pump was alarming but she could not tell me what it was. Patient was transferred to st. Vincent emergency room where he was pronounced dead about 90 minutes later. The event log files were reviewed and it starts off with a low flow event on (B)(6) 2019, 1:29:37. The low flow events continue to occur intermittently throughout the remainder of the log file. There do not appear to be any type of equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. Unrelated to the low flow events the file also captured a no external power event on (B)(6) 2019, 1:46:34. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. Near the end of the file there a several attempts to intentionally stop the pump via the pump stop command on the system monitor but the pump stop button is not activated long enough to stop the pump. This is followed by the driveline being disconnected & the pump permanently stopping. No further information provided.